Event description:
A healthcare facility in (B)(6) reported that the warmer head of an iw980jeu baby control wall mount infant warmer was cracked. This was observed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint warmer head assembly of the iw980jeu infant warmer was returned to fisher & paykel healthcare (fph) service centre in (B)(4) for repair. Our investigation is accordingly based on the photographs and service report provided by our service centre. Results: the photographs provided revealed that one of the screw bosses had broken off. In addition, the lower head case sustained a hairline crack near the broken screw boss. A lot check revealed four other complaints of this nature for lot number 061026. Conclusion: the warmer head of the iw980 infant warmer can be swiveled 130 degrees left to right from the centre position. The warmer head is susceptible to impact damage particularly if the head is swiveled. The likely cause of the crack on the lower head case of the complaint device is accidental impact. The damaged screw boss is likely to be related to accidental impact as well. This is in addition to the stress imparted by the metal screw. The subject infant warmer unit was approximately 6 years old when the incident occurred. The damaged warmer head has since been replaced by our trained service technician at our service centre in (B)(4). The unit has been returned to the healthcare facility after passing both the electrical safety and performance tests.